Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis; cause was not provided. A blood glucose level was not provided. The customer continued to use the pump for insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.